Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device did not find any anomalies. All dimensions were within specification. The catheter was flushed with water without any difficulties and a demonstration 0.014¿ guide wire was advanced to the distal end of the balloon catheter without difficulty. The balloon was inflated and there were no leaks or tears noted to the balloon. The balloon retained its size and shape and the balloon was deflated without difficulty. The device met all manufacturing specifications. Based on the performed device inspection, the reported events of balloon leak and difficulties to deflate the balloon were not confirmed. The additional reported information stated that the guidewire was not aligned with the distal tip of the balloon catheter to form a seal. It is probable that the distal tip of the balloon catheter was not sealed as it was being advanced to the target vessel, causing contrast to leak during inflation inside the patient. It is probable that blood entered the balloon catheter as the distal tip was not sealed. Blood within the balloon catheter and the balloon can cause thrombus formations and can lead to difficulties in inflating and deflating the balloon, which is the probable cause of the balloon failing to deflate during the second intervention with the same balloon catheter. It is probable that the inflated balloon was filled with blood hence it was unable to be visualized under fluoroscopy causing the patient¿s left a1 anterior cerebral artery (aca) to become embolized causing the stroke and subsequent neurological deficits. The directions for use (dfu) cautions to: ¿advance the guidewire tip to align with the balloon catheter tip. Tighten the rhv to hold the guidewire in place.¿ therefore, a root cause of dfu instructions not followed has been assigned to the reported embolus and subsequent stroke and neurological deficits.

Event description:
During a balloon assisted embolization, two inflations with the subject balloon with nominal inflation volume was performed and it was noted that the balloon was significantly leaking. The balloon was removed from the patient and re-prepared. The physician stated that there was no problem with inflation and deflation of the balloon and no balloon leak was noted during the re- preparation. No balloon leak was noted during the second intervention with the same balloon; however, it was noted that the balloon remained inflated without any contrast injection in the distal internal carotid artery during 5-10 minutes. This was confirmed with multiple images. The physician unsuccessfully attempted to deflate the balloon with 3mm and then 10mm syringes. Then the balloon was deflated by removing the wire in the middle cerebral artery (mca). After the balloon was removed, imaging confirmed that the patient had an embolus at the left a1 anterior cerebral artery (aca), which resulted in a stroke. The patient had a right-sided hemiparesis. The patient currently had persistent right foot mobility problem, weakness and confusion and still being monitored at the hospital.

Event description:
During a balloon assisted embolization, two inflations with the subject balloon with nominal inflation volume was performed and it was noted that the balloon was significantly leaking. The balloon was removed from the patient and re-prepared. The physician stated that there was no problem with inflation and deflation of the balloon and no balloon leak was noted during the re- preparation. No balloon leak was noted during the second intervention with the same balloon; however, it was noted that the balloon remained inflated without any contrast injection in the distal internal carotid artery during 5-10 minutes. This was confirmed with multiple images. The physician unsuccessfully attempted to deflate the balloon with 3mm and then 10mm syringes. Then the balloon was deflated by removing the wire in the middle cerebral artery (mca). After the balloon was removed, imaging confirmed that the patient had an embolus at the left a1 anterior cerebral artery (aca), which resulted in a stroke. The patient had a right-sided hemiparesis. The patient currently had persistent right foot mobility problem, weakness and confusion and still being monitored at the hospital.